Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to use, the surgeon was not able to press the green button and cannot squeezed the handle so the device did not fire. There was no patient involved.